Event description:
It was reported that the lead exhibited noise and externalized conductors. The lead was explanted and replaced. The patient was doing fine.

Manufacturer narrative:
External insulation abrasion was noted at 43.1-43.3cm, 50.4-50.6cm, and 50.9-51.2cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 5.9-6.2cm from the connector pin, consistent with lead friction to the device can. The re coil was exposed at this location, consistent with the field observation of noise.